Event description:
It was reported to gore that on (B)(6) 2015, this patient underwent a thoracic aortic aneurysm repair for a ruptured vessel and urgently treated for this descending thoracic aortic aneurysm rupture with two gore® tag® conformable thoracic stent graft (ctag) devices, serial number (B)(6). The patient was treated in zone 4 and further distally. The device with serial # (B)(6) (15 cm length) was implanted as the last, most distal device. The procedure was completed successfully. On (B)(6) 2015, a reintervention took place for an endoleak type ib and the affected device (ctag with serial # (B)(6)) was pointed by the physician to be relevant to treat by a new additional stent graft. It was further reported that the issue was suspected to be caused by an undersized stent size for that distal landing zone. Therefore, a new device was used, extended by a ctag (10 cm length, #11086737) further distally. The procedure was completed. The patient tolerated the procedure. In (B)(6) 2025, on an unspecified date, a follow-up meeting was done and indicated a good patient outcome.

Manufacturer narrative:
A1: the patient referenced in this event file is enrolled in the grt 10-11 (gore global registry for endovascular aortic treatment) and information regarding this event was gathered from the imedidata rave clinical study database (csd). H6, communication with the field. The device remains implanted in the patient, therefore, a device evaluation could not be performed. No preliminary results are available yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.